Event description:
(B)(6) clinical study. It was reported that during a percutaneous coronary intervention treatment procedure, vessel dissection occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. The 75% stenosed and 8mm long de-novo target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.25mm. The first target lesion was treated with pre-dilation using a 2.5x8mm apex balloon catheter. Following pre-dilation a grade c dissection was noted. A 2.25mmx20mm promus element plus stent was placed, resulting in 0% residual stenosis. A 75% stenosed and 20mm long second target lesion was located in the proximal right coronary artery with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of a 2.25x32mm promus element plus stent, resulting 10% residual stenosis following post dilation. Six days later the patient was discharged on clopidogrel and aspirin.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).